Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the aneurysm enlargement was determined to be anatomy related, due to the type ii endoleak that was seen at 5 months post implant. The cautionary product use condition, patent inferior mesenteric and lumbar arteries, likely contributed to the event. The final patient disposition is being monitored and there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for a follow up approximately 4 year post-index procedure where physician observed sac growth with no visible signs of endoleak. The physician has elected to complete a follow up CT in 3 months and monitor the patient. As of the date of this report, there have been no additional patient sequelae reported.